Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/25/2022, it was reported by a sales representative via email that an ar-18716-09 cortical screw head broke off while being inserted into the ar-18714p-10 plate. The head was removed from inside the patient, however, the body of the screw remains implanted. This was discovered during a 2nd metacarpal base fracture procedure on (B)(6) 2022.

Manufacturer narrative:
The complaint is not confirmed based on the customer provided photo, which displays the plate and screws. It cannot be determined based on the photo if the heads of the screws are present. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.